Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 12-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 600 ml, flow rate: 4 ml/hr, procedure: laparoscopy, cathplace: unknown. It was reported that a patient experienced metallic taste and numbness down the back of her leg associated with the use of an elastomeric home pump. It was noted that the pump completed infusion earlier than expected, but was supposed to last five days. The pump dial was set at 4, and the dial holder was zip tied shut. The patient's pain was a 0/10. The patient was advised to clamp the pump and call her surgeon. The patient spoke to the surgeon and was advised to keep her informed if the symptoms increase. However, the metallic taste dissipated and the numbness in the leg lessened. No further information has been provided at this time.

Manufacturer narrative:
The received product is expired. The sample will not be tested. No other complaint related to fast flow/reaction, was received for the reported lot number. Root cause could not be determined. All information reasonably known as of 20-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 30-may-2017 stated that the product used on the patient was expired prior to use. Additional information received on 01-jun-2017 stated that the additional expired cases were identified and disposed of.